Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During visual inspection, the input pigtail pin connector was burnt. Also, the output pigtail crease near the strain relief was burnt as well. Carefusion replaced the input pigtail and output pigtail to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit appeared to have a scorch or burn mark on the pin inside the input pigtail. It is unknown at this time whether there was any patient involvement associated with this complaint.